Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device and determined the problem was with the single board computer printed circuit board. The repair of the ventilator is yet to be completed.

Event description:
It was reported that when a ventilator was turned on, the display froze at the six picture screen and would not complete power on self-test (post). There was no patient involvement.